Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. A visual examination of the returned device confirmed that the balloon had burst and that a crack is present in the locking mechanism; the cause of the damaged device is undetermined.

Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in 2008. According to the complainant, the balloon ruptured approximately 3 weeks after placement. Another device was used to replace this device (unk product/ MFR). There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."